Manufacturer narrative:
Event date: (B)(6) 2012. Article: henk odink, md, phd, fsir, aaike van den berg, md, and bjorn winkens, msc, phd; technical and clinical long-term results of infrapopliteal percutaneous transluminal angioplasty for critical limb ischemia; journal of vascular and interventional radiology; april 2012; volume 23; p. 461-467. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a peripheral plaque embolism occurred. The target lesion was located below the knee. An unknown wanda balloon catheter was utilized during the procedure. At an unknown time a peripheral plaque embolism occurred, occluding the trifurcation trunk. Surgery was performed. This product is only ous approved but it is similar to an approved us device.